Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure one year post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product:. Femur cemented posterior stabilized (ps), catalog #: 42500606402, lot #: 65432290 tibia stemmed, catalog #: 42532007502, lot #: 65568850. Psn all poly pat ply, catalog # 42-5400-000-38, lot # 65722088. Hex headed screw 3.5 mm hex 48 mm length, catalog #: 00590103548, lot #: 66336110. Femur cemented standard right size 7, catalog # 42504606202, 66440120. Stem extension 3mm offset splined uncemented 16 mm diametr +135 mm length, catalog # 42560313516, lot # 65876871. Articular surface fixed bearing constrained posterior stabilized (cps) right 14 mm height use with tibia sizes e-f / ps femur sizes 6-9, catalog # 42522600714, lot # 66034394 tibia fixed cemented right size e stem extension use required, catalog # 42542007102. Lot # 66165642. Tibia fixed cemented right size e stem extension use required, catalog # 42542007102, lot # 65991513. Tibial central cone size small, catalog # 42545000511, lot # 65034288. Tibial central cone size small, catalog # 42545000511, lot # 65495048. H3: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.